Manufacturer narrative:
Submit date: 9/13/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
Customer reports that a small piece of plastic with black markings found floating in barrel of syringe after medication drawn up.

Manufacturer narrative:
There was 1 sample submitted with this complaint. Additionally, 7 pictures were submitted with the complaint file. A small piece of plastic with black markings is observed floating in the medication in the barrel of syringe. The reported condition is confirmed. The sample was analyzed using the golden gate attenuated total reflectance on the nicolet nexus ftir spectrometer. The resultant spectrum was searched against the spectral libraries and plotted with its best matches; the best matches were found to be polypropylenes. There was an invalid lot number provided with this complaint, so a device history record (DHR) review could not be conducted. A search of our complaint database for complaints related to the lot number could not be conducted since the provided lot number is not valid. Maintenance and calibration records could not be reviewed because production information such as dates, machines and materials could not be identified without a valid lot number. The exact root cause of the reported condition could not be determined without a valid lot number. DHR data was not possible to be reviewed since the lot number is not available. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for visual syringe inspection looking for any foreign material inside the syringe. No corrective action is required for this complaint because the root cause could not be determined based on the information available for the investigation. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.